Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 54-year-old male patient for cardiomyopathy. During preparation in the operating room, the patient underwent unintentional extracorporeal membrane oxygenation (ECMO) cannulation, resulting in prolonged operative time, escalating vasopressor requirements, and significant bleeding from the left groin arterial ECMO cutdown site. The patient developed coagulopathy during the case and required transfusion of packed red blood cells, platelets, cryoprecipitate, and fresh frozen plasma, with the most significant bleeding attributed to the ECMO access site. Despite supportive measures, the patient¿s condition deteriorated and he expired. The reported events involve major bleeding, blood transfusion, and death in the setting of procedural complexity, unintended ECMO cannulation, and resultant coagulopathy. The bleeding is likely attributed to the ECMO cannulation, prolonged procedural course, and extensive transfusion requirements. The death is being conservatively reported, however, the device is unlikely to have contributed to the patient¿s death, which is attributed to ECMO-associated bleeding, coagulopathy and the patient¿s critical underlying condition.

Manufacturer narrative:
The cause of the injury was not determined due to insufficient clinical details.